Event description:
It was reported that an infection occurred. The lead was explanted. Performance data was received and revealed a lead integrity alert was triggered and oversensing was present. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - we did receive performance data collected from the device and have analyzed the data. Information noted a lead integrity alert was triggered on (B)(6) 2011 and (B)(6) 2012 due to meeting the conditions for non-sustained tachycardia and ventricular sensing integrity counter. Non-sustained tachycardia, ventricular tachycardia and lead failure predictor episodes of less than 220 milliseconds ventricle to ventricle cycle are recorded on (B)(6) 2012. Oversensing is recorded on the lifetime counter. The full lead was returned to the manufacturer, analyzed and no anomalies were found. It was noted the overlay tubing was breach cut and there was apparent explant damage. (B)(4).